Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he had received no delivery alarm on the insulin pump. The customer stated that he treated the high blood glucose he experienced at the time with a manual injection. He also stated that there was blood at the insertion site of the insulin set he was using when he received the no delivery alarm. At the time of the reporting, a blood glucose of 370 mg/dl was documented. Nothing further was reported.